Event description:
It was reported that during a device upgrade procedure that the left ventricular (lv) lead was damaged with electrocautery. The lv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 x2 implantable pacing leads (B)(6) 2012. (B)(4).